Manufacturer narrative:
Findings: unit received with missing retainer ring, reservoir tube o-ring and display window cover. Unit received with cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 12mmol/l. The customer stated the reservoir lip part and advised to revert to backup plan. Customer was advised that pump will be swap.